Manufacturer narrative:
(B)(4). The complaint was confirmed. The cause of the event was use error. The labeling instructs the patient how to properly temporarily disconnect. There was no reported device malfunction therefore no further investigation will be performed.

Event description:
The customer contacted baxter's service center regarding a system error 2240 (air in tubing) which occurred on the homechoice (hc) during drain 3 of 4. The patient was connected at the time of the alarm. The patient line had been properly primed and there were no patient extensions in use. All of the bags were properly connected and there were no open clamps on unused lines. There was nothing unusual noted about the supplies, and they had not been damaged by an outlet port clamp or assist device. The home patient (hp) stated that he had disconnected temporarily and reconnected before the alarm occurred. Proper disconnect procedures were not used. The technical service representative (tsr) had the hp cycle the power to get a system error 2367. Then the tsr had the hp cycle the power again to get to "press go to start," and had the hp disconnect and remove the cassette. The tsr assisted the hp to clear the alarms and advised him to contact his registered nurse. Proper procedures were reviewed. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.